Manufacturer narrative:
The reported event of lead unable to be fixate was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies expected for procedural damages.

Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the left ventricular lead could not be fixated. The reported lead was not installed and the procedure was completed with an alternative lead on (B)(6) 2023. The patient was in stable condition.